Event description:
It was reported that the programmer's cord door and hinge needed repair and it was further requested that the programmer be checked for safety. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cord door and the hinge needed to be fixed, the latch tabs on the cord door were broken off, the lower case was broken near the handle area and the left keyboard hinge was broken, all were replaced. It was further noted that the programmer booted to an error and the xy board was replaced to resolve, and that the hard drive was noisy and it was also replaced. (B)(4).